Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported that during a sleeve gastrectomy procedure, the device cut but did not staple. The procedure was converted to open. There was no pt consequence.